Event description:
A falsely elevated troponin I result of 37.0 ng/ml was obtained on a patient sample. The result was reported to the physician. A redraw was tested on an alternate methodology and a result of < 0.10 ng/ml was obtained. The original sample was not re-tested. Although patient was admitted to the ICU, treatment was not prescribed or altered as a result of the falsely elevated troponin I result. There was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. The falsely elevated troponin I result was most likely caused by a pre-analytical handling issue.